Manufacturer narrative:
E1: patient city:(B)(6). Patient country: united states h11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number ( B)(4). Event occurred in united arab emirates on (B)(6) 2024, it was reported that the patient was hospitalized due to high blood glucose levels. Patient was treated via intravenous insulin drips. Patient had ketones. No further information available.